Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed as it was reported that during grasping, chordae prevented the posterior leaflet from loading onto the clip arm. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was challenging. The clip was advanced to the mitral valve and was planned to be placed central in a2/p2. The anterior leaflet was easy to grasp while the posterior mitral leaflet (pml) could not be grasped. Controlled gripper actuation was attempted without success. Attempts to grasp central-medial and central-lateral were unsuccessful. One grasping attempt was made in a3/p3 but there was no noticeable mr reduction. During grasping, chordae prevented the pml from loading onto the clip arm. The chordae interfered with grasping, and the chordae ruptured. No clips were implanted, mr remains at 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported positioning failure (unable to grasp) appears to be due to the patient morphology/pathology and procedural conditions. The reported difficulty removing from the anatomy appears to be related to patient morphology/pathology and procedural conditions. The tissue injury (chordae rupture) appears to due to the clip interacted with chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.